Event description:
Customer claims while in use, there's zipper damage to the left side panel. The zipper teeth do not align. There was no pt incident or injury reported.

Manufacturer narrative:
Eval for the returned product shows that the window side left zipper has seven teeth that are broken. MFR references (B)(4).